Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for intractable spasticity. It was reported that magnetic resonance imaging (MRI) was due to a problem with the manufacturer device or therapy. MRI was for "mechanical complications of device". Patient was experiencing "increased back, buttock, and leg pain and numbness with history of catheter left in spine". Patient was morbidly obese. No further complications were reported.